Manufacturer narrative:
A device history record (DHR) review was not performed; it is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional tests were performed. The device was received in good condition with no damage. The reported problem was verified. The main board and on/off button was replaced. The root cause of the reported issue was found to be a defective on/off button on the main board. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not reading correctly and won't turn off. No patient injury was reported.